Event description:
It was reported that this pacemaker system exhibited high out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3,000. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was loss of capture when programmed in bipolar. Technical services provided recommendations. At this time, the system remains in service. No adverse patient effects were reported.